Event description:
Patient had endoscopic retrograde cholangiopancreatography (ercp) performed two months ago. During procedure patient inadvertently had perforation in the bile duct causing patient to go to surgery. The next week another proceduralist reported while doing a sphincterotomy with the same machine the cut seemed "faster then anticipated."